Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned memory excerpt. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The excerpt of the device memory was analyzed, this confirmed the clinical observation. The available trend data document a daily shock impedance of ¿>150 ohm¿ in the shock path ¿rv ->ICD+svc¿ since (B)(6) 2014. In the follow-up archive, a daily shock impedance of ¿45 ohm¿ was last recorded on (B)(6) 2014. The shock deliveries from (B)(6) also show a shock impedance of ¿>150 ohm¿. Since the measurement of the impedance during a shock delivery is based on a method that is different from the daily shock impedance, it can be assumed that an external contact interruption exists in the shock path ¿rv->ICD+svc¿.

Event description:
Ous MDR - after an implantation time of about 25 months, shock impedance values >150 ohm were reported. All other parameters are unremarkable. The lead is currently still actively implanted. No deterioration of the patient's state of health was reported.